Manufacturer narrative:
A ge rep did not evaluate the system. The customer found and repaired a loose wire. System operates as intended.

Event description:
The customer reported the system displayed a communications error. No pt injury was reported.